Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller fault alarm on (B)(6) 2025. The system controller was exchanged over the phone because the patient lived further away.